Event description:
Ventilator start smoking from the bottom of the pneumatics section. The mode selector switch was in the "ventilator off/battery charging" position. The ventilator was plugged into line voltage and was not connected to a pt. There was no pt injury.